Event description:
It was reported that the fiber was damaged and unusable. A second fiber was opened, and it easily broke during use. The procedure was completed with another device. There were no patient complications. This complaint refers to the second fiber.

Event description:
It was reported that the fiber was damaged and unusable. A second fiber was opened, and it easily broke during use. The procedure was completed with another device. There were no patient complications. This complaint refers to the second fiber.